Manufacturer narrative:
Concomitant product(s): dtba1qq crt-d, implanted: (B)(6) 2016, 459888 lead, implanted: (B)(6) 2016. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-syncope and that a lead integrity alert had triggered for the right ventricular (rv) lead for high pacing impedance, high sic (sensing integrity counter) count, and high rate non-sustained episodes due to noise. A lead fracture was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.